Manufacturer narrative:
Investigation summary: the reported issue is linked to the same ticket as for vr, now biv is only displayed for crt devices with v chamber programmed at r+l or l+r (req10141_dic_sum_0417 created) -> bug 4862: in vr models, incorrect mention of a and lv leads this bug has been corrected and will be available on field with platinium 4.05.

Event description:
Reportedly, a biv% is displayd on a double chamber defibrilator.